Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a case, the blade was broken. The piece was not retrieved. The birdbeak was replaced and the case was completed. No further details reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submssion to reflect the fact that this is no longer considered an adverse event as follow-up investigation details showed that the broken device fragments were totally retrieved at the time of the original surgery. Device history record review revealed nothing relevant to this event. Complaint confirmed. The observed condition is typically caused by applying excessive force while grasping and manipulating suture or applying excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a case, the blade was broken. The piece was not retrieved. The birdbeak was replaced and the case was completed. No further details reported. Updated information obtained 10/20/17. The broken device pieces were retrieved from the patient. No un-retrieved fragments were remaining. The facility is unable to locate the broken device pieces for return evaluation.